Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation no image was present when the endoscope was connected and switched on. Additionally, error code e315 unsupported scope was displayed on the screen. When the plug body was dismantled, the moisture indicator had been triggered, turning pink after contact with fluid/ moisture; moisture droplets were evident. These findings were due to the method of a manual leak test or due to cleaning processing or handling of the scope. Upon further inspection, it was observed that the light cover glasses were chipped and the adhesive was worn. It was also observed that the control body casing was stained. Lastly, it was observed that the scope connector had water ingress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (e315) message. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device which led to malfunction of the electronic parts. As a result, the error message was displayed. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·inspection of the endoscopic image ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor the field performance of this device.